Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 7nov2018. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported unit turned self on and off. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 30jan2019, date rec¿d by MFR : 29jan2019. The power management printed circuit board (pmpcb) was returned to the philips fi(failure investigation) lab for evaluation. Operational testing was performed and the test ventilator did power up from alternate current and deliver breaths. No errors were produced during testing. The customer's complaint was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 13nov2018. Philip's field service engineer (fse) replaced the defective power management printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.